Manufacturer narrative:
Visual examination for the polyaxial screwdriver revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided. Fracture analysis report suggests the driver underwent a quasi-static torsional shear overload failure starting at the driver hex. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. It should also be noted that this device has been in the field for approximately 5 years. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause of the driver¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear overload failure starting at the driver hex. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that during revision surgery, a concomitant device ratcheting adaptor was put onto the expedium quick connect si polyaxial screwdriver and as the screw was being inserted, the ratcheting adaptor broke in half. The surgeon proceeded without the ratchet and when the last expedium larger screw was being inserted, the tip of the quick connect si polyaxial screwdriver snapped off inside the screw. The broken tip was left in the implanted screw with a rod and set screw on top, capturing the broken tip. Affiliate reports there was no delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.